Manufacturer narrative:
Medwatch sent to FDA on 10/28/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that after injection with juvederm voluma xc, the patient experienced numbness and bruising on one side of the face, are unhappy with the results and are experiencing lumps and bumps. Patient also referred to the symptoms as "painful masses." Patient was treated with "antibiotics" and hyaluronidase. Symptoms are ongoing. Further follow-up with the healthcare professional provided the following additional information: patient was injected with 2 syringes of juvederm voluma xc in the mid- face. During injection the patient had some bleeding in the v1 & v2 or malar area on the right side but the bleeding was nothing more than typical bleeding during injection and the bleeding resolved. Healthcare professional noted that the patient did have a high level of anxiety prior to the treatment. Approximately 6 months later, the patient presented with a lump in the right malar region or the v1/v2 region. Patient also presented with a high level of anxiety regarding the lump. Approximately 10 days later, the patient came back for a follow up and still complained of the lump. Patient indicated the lump was tender but both the patient and nurse stated the pain was due to the patient pressing on the lump too much. Healthcare professional noted that it did not look like an infection or biofilm. Patient was treated with hyaluronidase, augmentin and clarithromycin even though there were no signs of infection. Healthcare professional stated that they could not confirm the reports of numbness or bruising, noting that they saw the patient the day after the reported bruising and no bruising was present. Healthcare professional indicated that the patient has reported various symptoms to the physician but that the physician was not always able to see or identify those symptoms when they met with the patient. Patient was injected concomitantly with juvederm ultra plus xc in the oral commissures and chin area, however, the physician confirmed that the injection of juvedee ultra plus xc was in no way related to the patient's adverse event. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.

Manufacturer narrative:
The events of something is growing on their face, biofilm all over their face, bump, big lump that is "painful and red," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks."

Event description:
Approximately 1 year later after symptoms were reported as resolved, further information from the patient revealed symptoms have returned and patient "had another bump on the cheek, and something is growing on their face." Patient received 60 units of hyaluronidase from the healthcare professional. Patient reported there is a "big lump" that is "painful and red." Patient also described having "biofilm all over their face" and described the "lump" as a "granuloma." Healthcare professional stated no biopsy has been performed to confirm the granuloma. Healthcare professional observed the patient 4 days after injecting the 60 units of hyaluronidase and noted there was a "pea sized portion" remaining; patient was then injected with additional hyaluronidase. Patient continues to be monitored by healthcare professional.

Manufacturer narrative:
Medwatch sent to FDA on 10/05/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of numbness, lump, anxiety, bruising and bleeding are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that after injection with juvederm voluma xc, the patient experienced numbness and bruising on one side of the face, are unhappy with the results and are experiencing lumps and bumps. Patient also referred to the symptoms as "painful masses." Patient was treated with "antibiotics" and hyaluronidase. Symptoms are ongoing. Further follow-up with the healthcare professional provided the following additional information: patient was injected with 2 syringes of juvederm voluma xc in the mid- face. During injection the patient had some bleeding in the v1 & v2 or malar area on the right side but the bleeding was nothing more than typical bleeding during injection and the bleeding resolved. Healthcare professional noted that the patient did have a high level of anxiety prior to the treatment. Approximately 6 months later, the patient presented with a lump in the right malar region or the v1/v2 region. Patient also presented with a high level of anxiety regarding the lump. Approximately 10 days later, the patient came back for a follow up and still complained of the lump. Patient indicated the lump was tender but both the patient and nurse stated the pain was due to the patient pressing on the lump too much. Healthcare professional noted that it did not look like an infection or biofilm. Patient was treated with hyaluronidase, augmentin and clarithromycin even though there were no signs of infection. Healthcare professional stated that they could not confirm the reports of numbness or bruising, noting that they saw the patient the day after the reported bruising and no bruising was present. Healthcare professional indicated that the patient has reported various symptoms to the physician but that the physician was not always able to see or identify those symptoms when they met with the patient. Patient was injected concomitantly with juvederm ultra plus xc in the oral commissures and chin area, however, the physician confirmed that the injection of juvederm ultra plus xc was in no way related to the patient's adverse event. Symptoms are ongoing.